Event description:
The distributor contacted animas on (B)(6) 2014 alleging an issue with motor issue during the priming process. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged motor issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: review of the black box data revealed no evidence of rewind alarms. On investigation, the pump was exercised for 24 hours without rewind issues. The pump was opened for investigation and did not reveal any evidence of damage, defect, moisture or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to operating within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).